Event description:
On (B)(6), 2010, baxter received a customer report via a user facility medwatch regarding one of the interlink continu-flo 4-way stopcock extension set, lot # unknown, product code 2c6511. The customer reported the IV tubing connections were leaking from the threaded, luer lock collar. The nurses at the facility have noted that this connection appears to be separated inside the package on occasion. This incident occurred before use. There was no patient injury or medical intervention associated with this report. Sample availability is unknown at this time. No additional information was available.

Manufacturer narrative:
Device is not available for analysis.(B)(4)

Event description:
Per the clinic, the patient was explanted due to a decrease in performance. Results of an integrity test conducted in 2008 indicated no evidence of malfunction of the receiver/stimulator with electrode array anomalies. The patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.